Event description:
It was reported that there were erroneous calcium and potassium elevated results with a bd vacutainer® sst¿ blood collection tubes. Patient impact was not reported. The following information was provided by the initial reporter: it was reported that there is elevated calcium and potassium results.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for the investigation, therefore retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. Raw data files for clinical investigation are in teams complaint investigation file. Tw precludes attachment of files beyond a certain size. This complaint is not confirmed for erroneous results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history review indicated this complaint was the 1st complaint received for the indicated failure modes on this lot number. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were erroneous calcium and potassium elevated results with a bd vacutainer® sst¿ blood collection tubes. Patient impact was not reported. The following information was provided by the initial reporter: it was reported that there is elevated calcium and potassium results.